Event description:
The event is reported as: complaint alleges: the suture was being placed at the pelvic floor near the sacrospinous ligament when the needle detached. The break was at the needle. During a sacrospinous fixation, the bullet came off the suture and the bullet was lost in the body. No pt complications reported.

Manufacturer narrative:
A device history record (DHR) was previously reviewed under another similar complaint. The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR show that the product was assembled and inspected according to specifications. No conclusion can be established at this time due to the lack of defective sample and that the DHR does not show any issues or discrepancies which could potentially relate to this complaint. If the sample becomes available, a follow-up report will be submitted.